Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1 of 4. A fluid leak was subsequently discovered. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. The film on the back of the cassette appeared loose upon removing it from the cycler. The patient was connected during the incident. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during their treatment. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient confirmed they have continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, and of particulates around the catch post area and within cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. The ast failed. During the ast, the sound emitted from the cycler from pumps motor a and pump motor b sounded grinding. There was also debris build up on the motor lead screw identified during investigation. The grinding noise on both pumps motor a and motor b randomly occurs. Pump motor assembly replacement was recommended. The cycler underwent and passed a system air leak test, valve actuation test, and mushroom heads check. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump, as well as between the pump assembly and display assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event was not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1 of 4. A fluid leak was subsequently discovered. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. The film on the back of the cassette appeared loose upon removing it from the cycler. The patient was connected during the incident. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during their treatment. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient confirmed they have continued using the cycler for their pd treatment without issue since.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a m83 pump a vs. B volume error alarm during fill 1 of 4. A fluid leak was subsequently discovered. Fluid was found in both the pump module area and on the external portion of the cassette. Fluid leaked from the cassette. The film on the back of the cassette appeared loose upon removing it from the cycler. The patient was connected during the incident. The cause of the leak is unknown. Upon followup the patient confirmed the reported event of fluid leaking during their treatment. The patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient confirmed they have continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.